Manufacturer narrative:
The tip cover accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. The robotics coordinator provided a photograph of the subject mcs tip cover accessory involved with the reported event. The photograph appears to show a hole on the side of the mcs tip cover accessory. According to the da vinci si instruments & accessories user manual, the maximum recommended generator setting for a covidien force fx generator is 38 watts, coag fulgurate. In this case, the surgeon reportedly used 40 watts, coag fulgurate. A follow-up MDR will be submitted if the accessory is returned (post failure analysis evaluation) or if additional information is received. The site's system logs were reviewed with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the surgeon claimed that electrical energy arced through the mcs tip cover accessory which allegedly caused a burn injury on the patient's bowel. The bowel defect was repaired with sutures. However, at this time, the root causes of the customer reported failure mode and intra-operative complications are unknown.

Event description:
It was initially reported that during a da vinci-assisted hysterectomy procedure, the surgical staff noticed a burn injury on the patient's bowel. After the bowel defect was identified, the surgical staff reportedly noticed a slit on the monopolar curved scissors (mcs) tip cover accessory that was installed on an mcs instrument. A general surgeon was called in to repair the bowel. On 02/16/2017 and 02/24/2017, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the following information regarding the reported event: the surgical procedure was not recorded on video. A physician's assistant (pa) installed the mcs tip cover accessory on the mcs instrument. To the robotics coordinator's knowledge, the pa did not inspect the mcs tip cover accessory prior to the start of the surgical procedure. The pa properly installed the mcs tip cover accessory using the tip cover installation tool. The surgeon used the mcs instrument for about 3-4 minutes before the bowel injury was first noticed. Although the surgical staff did not actually witness arcing of electrical energy from the mcs instrument, the surgeon believes the bowel injury was the result of stray energy from activation of monopolar cautery. At the time the event occurred, the surgeon was reportedly performing node dissection. A valley lab force fx generator was used during the surgical procedure with 40 fulgerate settings. No instrument collisions were reported. The surgeon repaired the bowel injury by over-sewing the defect with silk sutures. The surgical procedure was completed and the patient was discharged on post-operative day 2. Upon review of the patient's chart, no post-operative complications were reported. No further clinical information was provided.